Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: nurse was preparing to give the patient an insulin injection at around 17:00 on the afternoon of (B)(6). During the injection, nurse found that the pen could not be pressed. After pulling out the needle and replacing it with a new one, the injection was successful. The patient was given a reasonable explanation and no harm was caused. Ae report no. (B)(4). Call center didn't contact with customer successfully, any updates will be sent by email. Sample availability: unknown sample availability details: unknown